Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer could not stop the load fill tubing process after it was initiated. Reportedly, the customer changed the cartridge to address the issue and insulin delivery was resumed. There was no adverse impact to the customer's blood glucose.